Event description:
It was reported that shaft break occurred. A 2.5mm x 12mm quantum maverick balloon catheter was selected for use. However, during unpacking, it was noted that the balloon was found fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that shaft break occurred. A 2.5mm x 12mm quantum maverick balloon catheter was selected for use. However, during unpacking, it was noted that the balloon was found fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The device was microscopically and visually examined. The hypotube was kinked 64.2cm from the strain relief. There was a separation of the hypotube at 68.7cm from the strain relief. The separated ends of the hypotube were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.